Manufacturer narrative:
The linkage assembly was observed through the top housing to not be fully retracted. As it can be seen on the pod, the formed needle was seen past the needle well. The exposed portion of the soft cannula was observed to be kinked. Upon opening the pod, the linkage assembly pulled back the formed needle, indicating that the linkage assembly fully retracted. Score marks were observed on the interior of the top housing, indicating that the linkage assembly is interfering with the top housing. It cannot be determined when the cannula was kinked or if it contributed to the reported case. Despite the damage observed, fluid was still able to pass though the cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. As treatment, manual injections of insulin were delivered.